Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The account alleges that during retrieval of a fractured left ventricular assist device [lvad] the loop on the vascular snare detached within the patient. The detached vascular snare loop was retained within the patient.